Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h6(problem code).

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp unit and found that after a few minutes in operation, the unit switches off. The analysis confirmed that there was lots of internal dirt, which was locking the correct operation of the fans for internal ventilation of the unit when it warmed up. The fse removed the engine and the power supply the unit and also performed a general cleaning of the inside of the unit. The clean parts were replaced, and performed all functional and safety checks to meet factory specifications, and the iabp was working normally. The iabp was in need of the safety disk replacements due to the 5000 hour engine kit expiring. Iabp has not been released for clinical use until the replacement of the safety disk is performed. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during a routine check performed by customer, after turning on the cs100 intra-aortic balloon pump (iabp), the unit passed warm-up, but then turned off. There was no patient involvement, and no adverse event reported.